Event description:
Additional information received indicated that patient was still working on the lack of therapy at night. The patient continues to switch from programs and increase the levels. The patient stay at a specific program/level for at least 4 days and if it was not making a difference, the patient change the setting again. The patient did not think this would work for her at night. The day time seems to not be a problem but just the night.

Event description:
The patient reported that they had trouble with regulation at night. Their therapy worked well during the day but not at night. The patient had rotated through all of their programs and found that program 1 was the best. The patient was able to feel stimulation. They also had a follow up appointment with their healthcare provider (B)(6) 2016. The change in the patient's symptoms/therapy occurred suddenly (therapy suddenly stopped working at night). Additional information reported that the patient was still having issues with their symptoms at night. The patient was currently on program 2 and the highest they could tolerate stimulation was on program 1 at 2.95. When the patient was on program 2 at 2.10 it would irritate their labia which was resolved by decreasing stimulation. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.